Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment of an unresponsive touch screen, confirmed the display was the issue and the computer platform was replaced. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze and the touchscreen was unresponsive to the stylus after completing the interrogation of an implantable device. It was noted that the programmer was turned off and a restart was attempted but the programmer was still frozen and did not respond to touch. The programmer was replaced to resolve the issue. The programmer has been returned to service. No patient complications have been reported as a result of this event.